Event description:
Baxter (B)(4) reported that a minicap did not close. This occurred on (B)(6) 2011. The reported issue occurred during use. There was no patient involvement. No further information is available. 60 units were impacted. This is report 1 of 60.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was evaluated, and this complaint was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required